Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6)2023, the patient experienced a lump with green ooze at the stoma site. There was pain and it was swollen and tender. This had been going on for a month. On (B)(6) 2023, the patient reported that a course of antibiotics had recently been completed, but the stoma site lump had become bigger, with more ooze.